Event description:
The customer reported a display artifact (a red line on the screen) during a lab or demonstration involving an Olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.